Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the occlusions were located in the infusion set tubing. Reportedly, the pump supplies were changed to address the issue. Customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 342 mg/dl.